Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. The system operates as intended.

Event description:
The customer reported the system will not same images. No pt injury was reported.